Event description:
Reporter alleged obtaining the following compact plus system results within 10 minutes of each other at the following date and times: (B)(6) 2011 4:00 am- lo (less than 10 mg/dl); 4:01 am- 145 mg/dl; 1:19 am- lo 1:24 am- 125 mg/dl; (B)(6) 2011: 11:58 pm- lo 11:59 pm- 160 mg/dl; 9:48 pm- lo 9:49 pm- 156 mg/dl; (B)(6) 2011: 1:25 am- lo 1:26 am- 147 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.